Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: weight to the spec, voids in the gel, crease flat, wear abrasion and brown particles in the surface of the shell. Cloudy was observed after autoclave disinfection process. Based on the device analysis the final assessment is: no issues found related with the manufacturing process. Additional, changed, and/or corrected data: e3, d9, h3, h6.

Event description:
Healthcare professional reported left side rupture and capsular contracture baker grade iii. Device has been explanted and replaced with non-allergan device.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device photo analysis: visual analysis of the photographs identified; red biological tissue, red particles on the shell, and white encapsulation. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode.

Event description:
Healthcare professional, later reported via pfn capsular contracture baker grade ii/iii. Device has been explanted and replaced.

Event description:
Healthcare professional reported left side rupture. Device has been explanted.

Event description:
Healthcare professional reported left side rupture and capsular contracture baker grade iii diagnosed by MRI. Device has been explanted and replaced with non-allergan device.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is rupture.

Event description:
Healthcare professional reported left side rupture diagnosed by MRI. Device status unknown.